Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that there was a damage to one of the blowout plates. No damage to the laminates was observed and the lock ring was out of position. A design/software assessment was performed for this event. It was reported that during a laparoscopic low anterior resection procedure, a noise was heard during the firing of the device, and the articulation joint part was damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic low anterior resection procedure, a noise was heard during the firing of the device, and the articulation joint part was damaged. However, no issues were noted with the stapling process. The procedure continued, and no action was required as the stapling was completed successfully. There was no patient injury. Medtronic's initial evaluation of the incident found that there was a damage to one of the blowout plates.

Manufacturer narrative:
D10 concomitant product: sigphandle; sig power sigphandle handle; (serial number: unknown) sigpshell; sig power sigpshell control shell; (serial number: unknown) sigadaptstnd; sig power sigadaptstnd linear adapter; (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.